Event description:
A cartridge change error was reported with the customer's pump. This issue led to an unspecified high blood glucose level, which prompted the customer to administer a corrective injection via multiple daily injections (mdi). The customer did not require third-party assistance. Tandem technical support instructed the caller to remove the cartridge, inspect the o-ring, and check the pneumatic tap area for debris. After following instructions to clean the area and reattach the cartridge, the customer successfully completed the loading process and resumed insulin delivery.